Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy red and covered in pimples. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the patient remove the lv. Follow up indicated that the skin irritation improved.